Event description:
Device malfunction: none. Symptoms/ae: death after a intracerebral hemorrhage. Time of symptoms/ae: after procedure. It was reported that after a successful stenting procedure of left common carotid artery the patient was discharge home the next day. The following mo, the patient experienced an intracerebral hemorrhage resulting in death. The patient was taken to a hospital, different from site facility. It is unsure if the patient fell and then bled or bled and then fell. The event was 22 days post procedure. No additional information was available.